Event description:
It was reported that the anesthesia system failed in several tests during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The reported system checkout failures could be reproduced during testing at the hospital. After replacing the patient cassette, the anesthesia system was successfully tested and was cleared for clinical use. The replaced patient cassette was received for test. Test in a reference system could not reproduce any failure. Evaluation of the received device logs can confirm the reported system checkout failures indicating a leakage. The true cause of the reported issue has not been determined.